Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: other (code unspecified, describe in h10) (81): device was returned. However, evaluation has not been completed. Device evaluation will be included on follow up MDR. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a lower extremity angiogram a flexor ansel guiding sheath leaked from the check-flo valve. The user was switching from a 0.035" wire to a 0.018" wire when the leak began. A balloon, atherectomy catheter, and an ivus catheter had been advanced and utilized within the sheath. The procedure was completed successfully. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The customer returned the device to cook for investigation. Physical examination of the returned device showed one used device returned and the check-flo valve was leaking. In response, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. At this time, cook could not conclude that no nonconforming product from this lot exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿instructions for use¿ ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded a component failure contributed to this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower extremity angiogram a flexor ansel guiding sheath leaked from the check-flo valve. The user was switching from a 0.035" wire to a 0.018" wire when the leak began. A balloon, atherectomy catheter, and an ivus catheter had been advanced and utilized within the sheath. The procedure was completed successfully. No portion of the device was left within the patient. There was no need for additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to the occurrence.